Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, after experiencing high blood glucose levels, nausea and vomiting for three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test with a hemostat. The customer was unable to repeat the test at the time of the call. The tubing clamp was sent to the customer, and she was advised to call back to repeat the test with the clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.